Event description:
It was reported that the insulin pump alarmed an error and would not function properly. The customer stated that he experienced issues with the device for the last week, reporting that when he put in a new reservoir, the motor would jam. He stated that he would try 3 or 4 times before getting the device to work. He recalled that the insulin pump had recently fallen and hit the railing of his bed leading up to the issue. He did not recall the blood glucose reading. Advised replacement of the insulin pump. The customer was advised that during seating the force sensor may not have detected the reservoir. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with error alarm during basic occlusion test and unable to prime at four pounds during prime test due to protruded loose drive support disk. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.